Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The instrument was received with a fully applied single use loading unit. Two unformed staples were received. The received photo depicts two unformed staples. No abnormalities were observed. Functionally; the sulu was reset and was loaded and unloaded into the instrument multiple times without difficulty. The instrument and sulu were cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open subtotal gastrectomy, when the scrub nurse tried to prepare the device for a transaction of the body part of the stomach, she found that half of the staples were dropped from the cartridge. So she changed to a new one. There was no patient injury.